Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had underwent posterior fixation at t5-l4 and pedicle subtraction osteotomy at l2. On an unknown date, post-op, the rod broke, due to which the patient suffered with pain in the lower back. The patient was also diagnosed with de novo adjacent segmental disease. Hence, the patient was hospitalized and she underwent a revision surgery , in which implant replacement was performed at t12-sai. During this revision surgery, posterior fixation was performed at t12-sai; and posterior lumbar interbody fusion was performed at l3-l5. Patient's issue has been reported to have resolved after the revision surgery.

Manufacturer narrative:
X-ray review results: post-op x-rays for thoraco-lumbar fusion t5-l4 by report using a hook and screw construct show rod fractures at l2-l3 bilaterally. The deformity correction in the coronal plane appears inadequate. It is not possible to assess the sagittal plane. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.